Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse ultimately ordered the oxygen (o2) hose for repair. Upon receiving the new o2 hose, the fse performed the replacement and verified that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
H10: g - contact office phone number: +1(724) 351-2041. E1 - reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the oxygen (o2) socket of the device was leaking. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer suspected that there was deterioration of the hose and requested a visit from a field service engineer to have the device checked before use with a patient.